Event description:
This 32 yr old female underwent silicone gel bilateral augmentation mammoplasty 1/10/91. The pt relates the MFR of the implants is this co. The pt complains of a positive ana and achy joints. Gross exam: both inplants are focally ruptured; and exude a gelatinuous material. The capsules demonstrate fibrosis and chronic inflammatory changes.